Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.

Event description:
Allegedly the patient underwent foot surgery in (B)(6) of 2018 with stryker components and subsequently had the hardware removed in (B)(6) 2018. Patient alleges she had a reaction to the material compositions of these systems which resulted in alleged injury of complex regional pain syndrome (crps).